Manufacturer narrative:
If information is provided in the future, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements greater than 3,000 ohms. Technical services (ts) noted it looked to be a lead issue. Ra oversensing was observed resulting in inappropriate atrial tachy response episodes. No noise was observed on right ventricular or shock channels. Ts discussed programming options until troubleshooting was performed. The lead remains in service at this time. No adverse patient effects were reported. Additional information was received from the field that noise was observed on the right atrial lead when the patient moved around. A lead fracture had been suspected. A lead replacement will be scheduled in the future. The lead remains in service at this time. No adverse patient effects were reported. Additional information was provided in which the right atrial (ra) lead was surgically abandoned due to noise, high thresholds, pace impedance measurements of greater than 2,000 ohms and lead body damage. There was no oversensing observed. A new ra lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements greater than 3,000 ohms. Technical services (ts) noted it looked to be a lead issue. Ra oversensing was observed resulting in inappropriate atrial tachy response episodes. No noise was observed on right ventricular or shock channels. Ts discussed programming options until troubleshooting was performed. The lead remains in service at this time. No adverse patient effects were reported. Additional information was received from the field that noise was observed on the right atrial lead when the patient moved around. A lead fracture had been suspected. A lead replacement will be scheduled in the future. The lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements greater than 3,000 ohms. Technical services (ts) noted it looked to be a lead issue. Ra oversensing was observed resulting in inappropriate atrial tachy response episodes. No noise was observed on right ventricular or shock channels. Ts discussed programming options until troubleshooting was performed. The lead remains in service at this time. No adverse patient effects were reported.